Manufacturer narrative:
Eval summary: a crack was confirmed in barrel side wall of each of the two syringes returned. Visual inspection showed longitudinal cracks approx 1 inch in length in the barrel sidewalls of each of the two devices. Analysis of complaint data over the past two yrs reveal that cracked syringe barrel complaints occur at a chronic low level.

Event description:
The syringes are used in pharmacy to prepare injections. When the syringes have been filled, cracks have been noticed in the barrels and the liquid has leaked out.